Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and the anterior of the post feature has fractured off and wasn¿t returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was returned fractured. The device was discovered in the warehouse during tray assembly during warehouse inventory. The event did not occur during surgery. There was no patient involvement. Attempts have been made and all available information has been provided.